Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient via a manufacturer representative (rep) indicated that the model number and serial number of the catheter was unknown. The catheter was implanted in 2024 (exact date unknown). The model number and serial number of the pump was also provided. The onset of the event was the beginning on 2025 (exact date unknown) and it was stated that the health care provider (hcp) was notified of the issue. It was unknown if any diagnostics/troubleshooting was performed. Actions/interventions taken included advising the patient to contact the hcp in order to check/troubleshoot the system. It was unknown if the issue/abdominal pain/return of pain resolved. The status of the device was also unknown and there was no information about what the hcp was planning to do. Additional information received from a patient via a manufacturer representative (rep) indicated that the patient was asking us not to contact her health care provider (hcp) as she did not want that.

Event description:
Information was received from a patient (foreign) with an implantable pump via a company representative. It was reported that the patent has a morphine pump. The patient was currently having pain in their lower abdomen. The patient could not locate whether the pain moved from the back to the lower abdomen or the other way around. The patient was being gynecologically treated. The patient was questioning if their pump would alarm if their catheter was clogged. At the time of the report the technical services agent reviewed that the pump would not alarm regarding a catheter blockage. It was later further reported that this year, the patient's pain symptoms are repeated. The patient was also questioning faults of the pump system or if recurrence of their pain symptoms could be caused by possible scarring. The date 2025-jan-01 is considered an approximate date of event (specific year known only). A product problem was suspected.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.